Event description:
It was reported that a patient had a connection issue with the automated pd set w/cassette before use. The issue was with the line screwing in to the extraneal or the machine properly. The patient stated that the line was loose. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation was performed on the device. Visual inspection and leak testing were performed with no issues noted. The connector was assembled without difficulty. Inspection of device was unable to confirm the reported connection issue. Following the evaluation, it was determined that the cause of the loose connection was a use error further specified as an incomplete connection. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The user is instructed to check all disposable set connections for a secure fit before beginning therapy. Step-by-step instructions are provided for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, but has not yet been returned for evaluation. A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further evaluation, the cause of the reported issue was undetermined. There is not enough information to determine that this was a use error. Should additional relevant information become available, a supplemental report will be submitted.